Manufacturer narrative:
The biomedical engineer (bme) reported that the g7 monitor was experiencing freezing issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g7 monitor: bedside monitor (bsm): model #: bsm-1733a. Serial #: (B)(6). Device manufacturer data: (B)(6) 2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the g7 monitor was experiencing freezing issues. No patient harm was reported.